Event description:
A (B) (6) male pt contacted lifecor customer support to report that one of his battery packs had been in the charger since last evening and is displaying the continuous charge solid orange light and the bad battery icon flashing red light. When this battery pack was placed in the monitor, the monitor displayed a "?" And after about one minute displayed "please replace battery." Support sent a patient services rep (psr) to exchange the battery pack.

Manufacturer narrative:
Device evaluation summary: device eval battery pack (B) (4) has been completed. One battery pack (B) (4) would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired. It was retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.